Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block b5 has been updated with the additional information received on february 19, 2025. Block e1 (initial reporter facility name and zip code/postal code) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used in the duodenum, common bile duct and papilla to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. During unpacking, the stent was noted to be broken and fractured. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. Additional information received on february 19, 2025. It was reported that the device was unpacked and then inserted inside the patient. The physician then noticed that the stent was broken.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used in the duodenum, common bile duct and papilla to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. During unpacking, the stent was noted to be broken and fractured. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.